Event description:
Healthcare professional reported rupture confirmed by CT scan and explant of textured implant due to the patients concern with the products. This record is for the right side. Device has been explanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture, anxiety.

Manufacturer narrative:
Clarification to d.9 date device received: the date provided is the date the photos of the explanted device were received. The device has not been received. Device photo analysis: visual analysis of the photographs identified: ¿ rupture: observed but cannot perform an assessment of the opening as no microscopic analysis can be performed. ¿ anxiety\product\procedure: unable to observe since it is not related to the device. No further actions are required since no issue in the manufacturing of the device is observed.

Event description:
Healthcare professional reported rupture confirmed by CT scan and explant of textured implant due to the patients concern with the products. This record is for the right side. Device has been explanted.